Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture grade 3 and migration are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3, migration and rupture.

Event description:
Patient reported right side severe thrombocytopenia, the presence of a mastologist (due to lymph nodes filled with silicone), scattered fibroglandular densities, nodular images are observed in the upper outer quadrants, with characteristics suggestive of intramammary lymph nodes.calcifications with benign characteristics in the perimammillary regions, lymph nodes in the axillary regions, signs of previous mammoplasty, increased number of radial folds,there are signs that suggest encapsulation, hyperechogenic, oval nodule, signs suggesting contracture and encapsulation, but the possibility of rupture cannot be ruled out, palpable nodule, architectural distortion resulting from surgical manipulation with interposition of single-lumen implants with silicone content positioned retropectorally, implant is rotated, capsular thickening and enhancement, in addition to irregular folds, rupture, leakage of silicone, lymph nodes filled with silicone, deformation, pain, thrombocytopenia via ultrasound.

Event description:
Patient reported right side severe thrombocytopenia, the presence of a mastologist (due to lymph nodes filled with silicone), scattered fibroglandular densities, nodular images are observed in the upper outer quadrants, with characteristics suggestive of intramammary lymph nodes.calcifications with benign characteristics in the perimammillary regions, lymph nodes in the axillary regions, signs of previous mammoplasty, increased number of radial folds,there are signs that suggest encapsulation, hyperechogenic, oval nodule, signs suggesting contracture and encapsulation, but the possibility of rupture cannot be ruled out, palpable nodule, architectural distortion resulting from surgical manipulation with interposition of single-lumen implants with silicone content positioned retropectorally, implant is rotated, capsular thickening and enhancement, in addition to irregular folds, rupture, leakage of silicone, lymph nodes filled with silicone, deformation, pain, thrombocytopenia via ultrasound. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.5., b.6., d.3., g.1., h.6.

Event description:
Patient reported right side severe thrombocytopenia, the presence of a mastologist (due to lymph nodes filled with silicone), scattered fibroglandular densities, nodular images are observed in the upper outer quadrants, with characteristics suggestive of intramammary lymph nodes.calcifications with benign characteristics in the perimammillary regions, lymph nodes in the axillary regions, signs of previous mammoplasty, increased number of radial folds,there are signs that suggest encapsulation, hyperechogenic, oval nodule, signs suggesting contracture and encapsulation, but the possibility of rupture cannot be ruled out, palpable nodule, architectural distortion resulting from surgical manipulation with interposition of single-lumen implants with silicone content positioned retropectorally, implant is rotated, capsular thickening and enhancement, in addition to irregular folds, rupture, leakage of silicone, lymph nodes filled with silicone, deformation, pain, thrombocytopenia via ultrasound. Capsular contracture baker grade 3. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, h11. Clarification to partial onset date b3: "end of 2024" was provided.